Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2017. Approximately 5 years and 11 months after the initial procedure the patient had a right knee revision (B)(6) 2023. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D10: concomitants: 4596134, 204-70-00 - tibial stem ext. Screw. 4619914, 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t. 4660265, 02-010-01-0335 - logic femoral ps cem right sz 3.5. 4827073, 204-34-02 - fluted stem extension 25l x 14 mm. 4846170, 200-02-32 - three peg patella 32mm. Pending investigation.

Manufacturer narrative:
H6. Investigation results - the revision reported was likely the result of prosthesis wear, osteolysis, and failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface; however, this cannot be confirmed. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. Additionally, a contributing factor to the prosthesis wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. The extent and root cause of the prosthesis wear, osteolysis, and femoral loosening could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided. These devices are used for treatments, not diagnosis. There is no other information available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information:please disregard this report as it was submitted in error. Event was previously reported under report 1038671-2023-00861.